Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head could not interrogate an implantable heart device. To complete the patient follow up, another programmer was used at the clinic, the other programmer made the correct reading of the pacemaker. Patient follow-up was successful. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device had intermittent telemetry and failed all uplink amplitude functional tests due to the cable being out of electrical specification. It was also noted that the label was delaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.